Manufacturer narrative:
The revision reported was likely the result of the glenoid baseplate not achieving long-term fixation, causing the compression screws to bear the joint load and leading to fracture of the inferior screw. However, this cannot be confirmed as the devices were not returned for evaluation and adequate information was not provided to determine the root cause of the insufficient glenoid baseplate fixation.

Manufacturer narrative:
Correction: h6 clinical code, h6 problem code, h6 investigation conclusions.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4:510k unknown due to specific device not being reported; the following sections were updated: d8. The following sections were corrected: b2, h6. The revision reported was likely the result of the glenoid baseplate not achieving long-term fixation, causing the compression screws to bear the joint load and leading to fracture of the inferior screw. However, this cannot be confirmed as the devices were not returned for evaluation and adequate information was not provided to determine the root cause of the insufficient glenoid baseplate fixation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: pending investigation. D10: a428537 - 300-01-13 - equinoxe, humeral stem primary, press fit 13mm a526416 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 a531919 - 320-01-38 - equinoxe reverse 38mm glenosphere a550262 - 320-15-05 - eq rev locking screw a545008 - 320-20-00 - eq reverse torque defining screw kit a554972 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm a518057 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s410134 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s435346 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s447353 320-38-03 - equinoxe reverse 38mm humeral liner +2.5 related to 1038671-2023-02946.

Event description:
As reported, the patient had a previous rtsa in (B)(6) 2023. The patient experienced loosening on the glenoid component and a snapped compression screw and was revised on 22-nov-2023. Tissue samples were taken during revision. New rtsa implants were used. No complications during the procedure, however, the baseplate was utilized off-license (inserted upside down due to remaining glenoid bone stock available). There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.